Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a speaker issue found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product, d9 additional information: h3, h6, h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the device speaker. The speaker audio was found to function properly however it was found dislodged. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition of ¿speaker issue¿ was confirmed as a dislodged speaker with no impact to audio and therefore this malfunction would not lead to a death or serious injury if it were to recur. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.